Event description:
On (B)(6) 2023, fujifilm healthcare americas corporation was informed of an event involving (B)(4). This report addresses the first of two cases that occurred on the same day at the same facility. It was reported that during a colonoscopy, the hood separated at the junction of its two sections while attached to the endoscope and fell into the gastrointestinal tract. The piece was retrieved and the procedure was completed successfully without harm or injury. There was no death reported with the event.